Event description:
A malfunction was reported on a device, identified by a malfunction code, which did not lead to any adverse impact on the customer's blood glucose level. The customer contacted technical support, where they received assistance in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to monitor the device and report back if any future issues arose.